Event description:
It was reported during an aneurysm embolization procedure, the guidewire was removed from the catheter and placed in a tray of saline. When the physician attempted to reinsert the guidewire, he found small substances floating in the tray. The pt status was reported as showed minor paralysis after recovery from systemic anesthesia.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.